Event description:
Literature was reviewed regarding the predictors of permanent pacemaker implantation (ppi) following valve-in-valve transcatheter aortic valve replacement (viv-tavr). The overall study population consisted of 261 patients who underwent viv-tavr with either a medtronic (corevalve evolut, evolut pro/pro+) or non-medtronic (edwards sapien) valve type. One of these patients had a previously implanted medtronic hancock surgical aortic valve. Severe aortic regurgitation was cited as the failure mechanism that prompted viv-tavr for this hancock valve. Adverse outcomes associated with viv-tavr included: need for ppi, more than one transcatheter valve implanted, need for inotropic support, use of mechanical ventricular support, and elevated mean gradients. Deaths also occurred during follow-up after viv-tavr. However, no evidence was presented to suggest a causal relationship between a medtronic product and any deaths.

Manufacturer narrative:
Citation: quelal analuisa k, arya n, donisan t, et al. Predictors of permanent pacemaker implantation following valve-in-valve transcatheter aortic valve replacement. J cardiovasc electrophysiol. 2025;36(12):3299-3309. Doi:10.1111/jce.70139 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.